Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that doesn't function on the left side. The quality engineer later specified this to be an insert slide clamp alarm; this condition had the potential to interrupt delivery. This condition was found in the medicine ii area upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that doesn't function on the left side (later specified to be an insert slide clamp alarm) was confirmed during product evaluation. The cause of the reported condition was not determined; no repairs required. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A follow-up report will be filed if any additional details become available.